Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left iliac artery. A 8.0mm x 60mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at about 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.